Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had been stored on a shelf at normal temperature in the hospital and demonstrated a gray bar issue. There was no patient involvement.